Event description:
During the mechanical thrombectomy, it was reported that the solitaire fr detached and remained in the patient. The stent was open and there were no issues.the patient is reported as doing well.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient.(B)(4).